Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld device was received for analysis. However, the analysis has not been completed to date. The return product paperwork reported that the handheld does not work with charger.

Event description:
It was reported that the handheld would not power on. The nurse confirmed that the handheld was fully charged and that the power button illuminated a green light. The lock screen button was in the unlock position. The nurse removed the battery and then reinserted it and ensured the battery latch was closed. Then handheld still would not power on. The physician's office will be provided a new programming tablet and the handheld is expected to be returned for analysis. The handheld has not been received for analysis to date.

Event description:
An analysis was performed on the returned handheld, and the reported allegation was not verified. The handheld was able to power on and off with no observed anomalies. During the analysis, an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.